Event description:
The customer initially called to report that they had been having precision issues with their external quality controls for troponin I (tni) stat (short turn around time) on two instruments. Often, one or two levels of control are outside of range. The customer states that the issue started when a new reagent lot was placed on board on (B)(4) 2014. The customer states that they have not changed anything about how they handle the controls. On this instrument, the customer stated that one patient sample had an erroneous tni stat result. The customer also stated that an unspecified number of other patient samples were affected. The customer was asked to provide information for additional patient samples that were affected, but could not do so. The patient initially had a tni stat result of 0.894 ng/ml and this was reported outside of the laboratory as 0.89 ng/ml. The sample was repeated and resulted as 0.300 ng/ml accompanied by a data flag. The repeat result was believed to be correct and a corrected report was issued with a value of <0.30 ng/ml. The patient was not adversely affected. The tni stat reagent lot number was 17576201 with an expiration date of 01/31/2015. The field service representative suspected that the sample mechanism probe alignment over the tubes and vials was the cause. He checked the instrument and performed a sample mechanism alignment, adjusting the position to the center of 13x100mm tubes. He checked the lld and tip positions at all positions. He ran performance testing. The instrument checks, sample mechanism alignments, and performance testing passed.

Manufacturer narrative:
A specific root cause could not be determined. Additional information for investigation was requested, but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).